Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve is failing after three (3) years, four (4) months due to unknown reasons. The patient was scheduled for transcatheter valve-in-valve intervention but was rescheduled. At this time, the procedure has yet to take place and the date for intervention remains unknown.

Event description:
Edwards received information that a 27mm bioprosthetic valve, implanted in the tricuspid position, was disabled after an implant duration of three years and ten months due to unknown reasons. A 29mm transcatheter valve was implanted using the valve in valve procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic valve, implanted in the tricuspid position, was disabled after an implant duration of three years and ten months due to severe stenosis, regurgitation, and valve degeneration. A 29mm valve was implanted using the valve in valve procedure. Per echo, no perivalvular leak was seen and valve leaflets were working well. No intraoperative complications were reported. The patient tolerated the procedure well and was discharged home with family support on pod #2 in stable condition.

Manufacturer narrative:
Expiration date was corrected from 09/09/2017 to 02/09/2017. Device manufacture date was corrected from 02/20/2013 to 02/19/2013.